Event description:
It was reported intermittent occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Occlusions were addressed with a manual insulin injection and the customer was able to resume insulin and continue pump usage, backup insulin therapy is available if necessary.